Event description:
It was reported that during a hand assist colon procedure the disc tore during insufflation. A second disc was used to complete the case with no pt consequence. The device is available for return.

Manufacturer narrative:
Information anticipated, but unavailable at this time.